Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump suspended insulin delivery and then resumed insulin delivery after a 5 minute interval. Customer's blood glucose was 135 mg/dl. The customer alleged that the basal software had improperly suspended insulin delivery. Although requested by tandem technical support, the customer declined to perform troubleshooting or upload the pump data logs for a review to be performed regarding the reported issue.